Manufacturer narrative:
The used 12mm cannula was returned to conmed for evaluation. The device was evaluated and the reported issue of the gas port and cannula separating was verified, however, a root cause is unable to be determined based on the following visual inspecttion results. The manifold separated from the cannula with no evidence of the substrate breaking. The manifold appeared to have been properly seated in the glue track and a sufficient amount of glue was noted. There was no evidence of abuse or damage to the device. Based on this evaluation, the device met specification, however, the cannula was detached from the manifold. A potential cause for this detachment is the glue may not have fully cured during manufacturing or particles could have been present on the glue surface that prevented a full bond of the components. A review of the manufacturing documents certified product conformance before release. A historical two-year review of complaint history shows no prior complaints have been received for this device and failure. In that same timeframe, (B)(4) units have been manufactured making the rate of occurrence of this failure (B)(4) percent. This incident will continue to be monitored through the complaint system.

Manufacturer narrative:
The used/damaged airseal 12mm access port is expected to be returned for evaluation. However, as of this filing the device has not yet been received. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The customer reported that during a robotic total laparoscopic hysterectomy, the airseal 12mm access port and palm grip obturator with bladeless optical tip was used. After the trocar was placed the airseal tubing was attached to the gas port. Within 30 seconds the entire gas port snapped off from the cannula. As reported, another airseal 12mm access port and palm grip obturator was placed and the procedure was completed successfully. There was no impact to the patient. This device issue is being reported as a malfunction with the potential for patient injury with recurrence.